Manufacturer narrative:
The 16f esheath was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use (IFU), potential risks associated with the overall procedure include thrombus formation, plaque dislodgment, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion, and/or death. According to the instructions for use (IFU), cardiovascular complications, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. The access vessel mld for the 16f esheath is 6.0mm. In this case, the exact cause of the femoral artery occlusion is unknown. However, the patient¿s moderate calcification, in addition to the borderline mld, could have contributed to the event. The arteriotomy site was ballooned open, and the patient left in stable condition. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review.

Event description:
During a transfemoral tavr procedure, there was a non-flow limiting lesion at the arteriotomy site which was ballooned open with a 7 mm x 40 mm pta balloon. The result was a wide open patent vessel and the incision was closed. This patient had moderate vessel calcification, and the minimum luminal diameter (mld) was 6mm.